Event description:
Report received of bleed back through the thermistor of a thermodilution catheter. It was reported that a pt arrived to the ccu status post open-heart surgery with a thermodilution catheter in place. Approx one hour later, the clinician reported that there were no temperature readings, and while checking all of the connections, they noted 20-30cc blood-tinged saline on the floor that had dripped from the thermistor connector. At that point, the pt was reported to be stable, and the catheter was removed. The physician reinserted a new catheter with no further problems. There was no adverse pt effect. Additional information was requested, but no further information was available.